Event description:
It was reported that the pt experienced pocket heating during the ipg charging and extended programming. When the heating and pain occurred, it traveled down the pt's legs. It was also noted that the ipg had intermittent communication with the charger and the pt programmer. The ipg was taking extended period of time to recharge. Replacement charger resolved the communication issue. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.